Manufacturer narrative:
An internal pressure reading failure was reported. The failure occurred during routhine check up. A getinge field service technician (fst) was sent for investigation and repair. The ch sensor panel was replaced. The connection cable for disposables war replaced as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Another sensor panel with a similar failure was investigated by getinge life-cycle-engineering. The most probable root cause is a mechanical damage of the current compensated choke. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Further, according to the instruction for use (IFU) of the cardiohelp, chapter 5.3 "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. Moreover, according to the instructions for use (IFU) of the cardiohelp (chapter 10 "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in the IFU chapter 5.3 "connecting the sensors" it is stated that the sensors must be kept clean. Based on the results the reported failure "internal pressure reading failure " could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
An internal pressure reading failure was reported. The failure occurred during routine check up. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.